Event description:
It was reported that the device would not properly boot up and operate on battery source. There was no report of pt involvement with incident.

Event description:
The customer reports that a panel comes into the lab and the tech only reports out part of the panel. The values for this part of the panel are correctly reported. When the tech tries to amend the reported results for the untested/unresulted part of the panel, results are erroneous. There was no reported pt injury associated with this event.

Event description:
Reportedly this infinity kappa xlt monitor failed routine maintenance as it was being configured by draeger personnel prior to being turned over to this facility. The monitor lost power and draeger provided a replacement. As of march 2010, thirteen (13) of thirty two (32) infinity kappa monitors were replaced with loaners that passed electrical safety inspection. The other 19 kappa monitors have not had any issues/problems.

Manufacturer narrative:
(B)(4), suspect medical device, lot #:additional architect reaction vessel lot 68553p100, expiration: n/a.upon further review, it was determined another suspect architect reaction vessel lot, 6855p100 was in use at the customer facility.

Event description:
The customer observed increased frequency of error code 1007 (unable to process test, activated read failure) generated from the architect i2000 analyzer, when reaction vessel (rv) lot 68553p100 was in use. Some days, the customer observes as many as 9 occurrences, other days, just one. There was no problem with the trigger and pre-trigger line when it was checked. Review of the instrument log determined there was a second peak for the samples when the error message was generated, therefore, the customer decided the issue was due to the rv's. There was no impact to patient management.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
(B)(4):in the previous medwatch -02 submission for this complaint, architect reaction vessel lot 68553p100.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.